Event description:
The vent stopped ventilating while on a patient. Vent said circuit disconnect. Patient's spo2 dropped to 87% and pt was manually ventilated. No problems could be found in circuit, so the vent was exchanged and the vent was removed from service.